Event description:
It was reported that the user experienced a transient hyperglycemic event with a peak blood glucose of 199 mg/dl for approximately 30 minutes while using a dexcom g7 with the ilet system; the user subsequently reviewed device history with support and confirmed a missed lunch meal announcement, which plausibly accounted for the elevated glucose. Symptoms included no adverse clinical effects and the user reported feeling well. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included a review of device history to confirm the presence or absence of a meal announcement and user education on locating and verifying meal entries. Investigation of this case revealed a user operation issue related to a missed meal announcement; no device malfunction or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed carbohydrate entry. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.